Event description:
It was reported that during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument cable busted. Stretched, frayed, and snapped. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. An additional observation not reported was the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .040 offset at the tip. The bent grip did not exhibit separation of the yaw pulley and pulley cover. Electrical continuity testing was performed and passed. No other damage was found. Failure analysis concluded the damage may be due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable could likely cause or c ontribute to an adverse event if the failure mode were to recur.